Event description:
The customer reported that the unit is shutting itself off. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit is shutting itself off. There was no reported pt involvement. The field service engineer evaluated the device and no trouble was found. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As on (B)(6) 2011 the customer has not reported any further trouble with this device.